Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields, h3, h6, h11. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support via phone. Troubleshooting steps were performed, including changing the lamp. The customer informed technical assistance support about the event and the reported failure was confirmed. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the e106 issue was likely due to the failure of the lamp. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had error code e106. There were no reports of patient harm. Xenon light source.